Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d4, g4, h2, h3, h6. Medical records received noted pseudotumor reaction, pain, corrosion and stress shielding. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 28mm m2a mod head std nk cat# 11-163662 lot# 880950; m2a-taper liner sz 41/28 cat# 15-105002 lot# 043570; m2a-t m/h rad 2hl shl 41/54mm cat# 10-104054 lot# 980750. The device will not be returned for analysis, as the device location remains unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02239-2, 0001825034-2019-02238-2.

Event description:
It was reported a patient underwent a right hip revision approximately 15 years post implantation due to pain, pseudotumor, in-vivo corrosion, bone remodeling, rom limited mobility, and elevated metal ion levels. Operative report findings included mild to moderate corrosion at the head-neck junction and minimal bone loss. Remaining bone was quite soft, appearing to have been significantly stress shielded. Attempts to obtain additional information have been made; however, no more is available.